Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range above (200-above 300 mg/dl) the customer would bolus via the pump to stabilize bg level. The contact believes the customers settings may need to be adjusted by the health care provider. However, it was not confirmed. In addition, the contact reported that the customer experienced low bg's range (44- above 60 mg/dl)the customer would consume carbohydrates to stabilize bg levels. The contact stated low bg's were due to the customer taking too much insulin to address elevated bg levels and for food eaten. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. It was indicated that the customer will meet with the healthcare provider to discuss factors that may affect bg level.